Event description:
It was reported that a catheter tip separation occurred. During a percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was selected to view an unspecified target lesion. During the procedure, it was noted that due to tortuous angulation of the vessel, the opticross¿ imaging catheter failed to cross the lesion and the tip's portion of the device was divided into two part on the bifurcation lesion. After several attempts, the imaging catheter crossed the lesion but the physician felt uncomfortable. However, the procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).